Manufacturer narrative:
Clinical evaluation performed by medacta medical affairs director: few days after primary cementless tha, a proximal femoral fracture occurs. The stem is exchanged to a longer one, and the fracture is cabled. No problems removing the stem, as was to be expected given the very short time after index surgery. The femoral resection is particularly high, the surgeon probably wanted to preserve the natural femoral neck. The stem was apparently well positioned; we do not agree with the statement in the report that it may have been excessively varus. However, the high resection may have induced the surgeon to apply particular force to achieve good primary stability, and this may have weakened the bone, which failed once rehabilitation loads were applied. No reason to suspect a faulty device. Batch review performed on 04 february 2026: lot: 2214064: (B)(4) items manufactured and released on 16-dec-2022. Expiration date: 2027-nov-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the investigation does not indicate any potential manufacturing related issue.

Event description:
Revision surgery about 2 weeks post op due to femur bone fracture. Stem and head revised successfully. The surgeon reported that the fracture is likely due to a poor bone quality of the patient associated with a varus morphology of the femur.